Event description:
The device was returned to (B) (4) to be reworked in accordance with FDA field action number z-2341-2008. During preliminary inspection of the device, it was observed that the charge pak, low power and service icons were displayed. The reported problem is indicative of a device that may not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). The returned device was evaluated by physio-control's failure analysis center. The reported problem was verified. The root cause of the reported failure was determined to be due to a shorted capacitor, designator c74, on the digital pcb assembly. The customer received a replacement device.